Event description:
The pharmacist at the hospital reported that during a surgery, once the surgeon wanted to use the cement, it became hard too quickly. The surgeon opened another dose and the same event happened again. The surgeon used another cement from another MFR to complete the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.